Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash and skin imprints under the lifevest. The patient's doctor gave the patient triamcinolone acetonide cream. Follow-up indicated that the patient's itch was gone and the affected area was almost completely healed.